Manufacturer narrative:
The investigation of the arm associated with this complaint is underway and the root cause is not currently known.

Event description:
Customer reported that both the service and warning indicators were lit and their arm acc unit would not power on. The customer did not report this occurring during patient use.